Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 30 mg/dl. Reportedly, the customer required assistance from contacts to address bg level with glucose tablets. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.